Manufacturer narrative:
Failure analysis noted that the pump had a failed battery test alarm due to faulty battery tube. They were unable to test the operating currents or battery longevity due to the failed battery test alarms. There was no blank display noted. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump was blank at the time of the call (more than thirty seconds). The customer was advised to change the batteries but the anomaly persisted. The customer removed the battery for two hours and the display returned. The insulin pump was returned for analysis.